Manufacturer narrative:
B3: event date is not known. G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulator's battery depletion was very fast; the battery drains quickly. Up until now, it had remained about 60%, but when it was charged, only about 20% remained. The stimulation intensity might have been temporarily increased, but the current stimulation intensity was 1.5. When the actual 20% display was checked, the operation was reproduced, but when operated in the therapy app, the remaining battery power of the stimulator seemed to be decreasing quickly. When the call was received, the stimulator had already been charged, and it was 100%. As there are no problems with the operation of the handset, communicator or recharger, if there are any concerns about the operation of the stimulator, patient was asked to consult with the physician at the next medical consultation. The issue was not resolved at the time of the report. No health damage was reported.

Event description:
Additional information was received. Regarding the cause of the rapid battery depletion, there was a change in consumption due to setting modification. Confirmation of charging method, calculation of charging interval was taken, and the issue resolved.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.